Manufacturer narrative:
The technician replaced the caster to repair the bed.

Event description:
Info received indicates the left head brake caster is not holding in brake. The caster continues to swivel and will not lock.